Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1154152. Medical device expiration date: 2022-12-31. Device manufacture date: 2021-06-03. Medical device lot #:1124077. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-05-04. Investigation summary: bd had not received samples or photos for investigation. Therefore, 4 retention samples of each reported lot number from bd inventory were evaluated by functional testing, each drawn with horse blood before being centrifuged. The supernatants were then decanted and examined under magnification for any signs of gel globules and no issues were observed as all samples met specifications. An additional 100 retention samples from each reported lot number were evaluated by visual examination and no collapsed tubes were found as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes oil gel globules and collapsed tubes. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there were tube extenders with molding defects that can be used. The collapse tube event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "the blood collection tube is dented, deformed, and appears in the form of oil droplets of serum."